Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 45% to 0%. Subsequently, the customer was hospitalized for diabetic ketoacidosis (dka) and an elevated blood glucose level of 700 (mg/dl). While in the hospital the customer received insulin and fluids intravenously. Reportedly, the customer was released from the hospital after two days. Reportedly the customer had manual injections as alternate insulin therapy.